Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing for atrial fibrillation (af) with rapid ventricular response detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular tachycardia (vt). The right atrial (ra) lead exhibited undersensing. The left ventricular (lv) lead exhibited high threshold. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted (B)(6) 2006; dtma1d1 crtd, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.